Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels (320 mg/dl). The cause of the elevated bg levels was unknown. The customer delivered boluses via the pump to address bg levels. The contact declined to perform a system check with tandem technical support.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the high bg. In addition, a different issue was identified.